Manufacturer narrative:
The reported event of the patient¿s lvad system experiencing a no external power alarm while on mobile power unit (mpu) support was confirmed via the provided log file. The log file contained data spanning approximately 28 days (B)(6) 2018 ¿ (B)(6) 2018 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms occurred on (B)(6) 2018 at 10:38 and on (B)(6) 2018 at 7:43, both corresponding with low battery hazards while the patient was using the mpu. The alarms were cleared once power was restored, and the emergency backup battery operated the pump at appropriate speeds during the no external power events. It was reported that one of the events occurred due to the patient¿s electricity going out. As no equipment was returned, the root cause of the reported event was unable to be conclusively determined through this analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mpu was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the account communicated that they observed a no external power upon device interrogation. The patient informed the customer that on an unspecified date their vad was connected to wall power when the electricity went out at home. The manufacturer's technical service representative reviewed the submitted log file and observed two separate no external power/low power hazards that occurred on (B)(6) 2018 and (B)(6) 2018. One of the no external power events could have been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During both no external power events the system controller's internal battery supplied power to the pump as designed. The patient was reported to be asymptomatic. No additional information has been provided.